Manufacturer narrative:
The manufacturer received the device for investigation on october 5, 2016. The investigation is pending. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e.metasul kopf 36, 12/14, grösse s/-3.5; ref# 00-8770-036-01) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul, head, m,28/0, taper 8/10 in 2003. (As the exact date of implantation is unknown, the last day of the year was taken as implantation date.) The patient underwent a revision surgery in (B)(6) 2016 due to pseudo tumor following a trunnionosis with an exafit stem and co concentration of 3.4 microg/l. (As the exact date of the revision is unknown, the last day of the month was taken as revision date.)

Manufacturer narrative:
-No trend identified. -the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of available information: -product experience report (per) the per lists for the alleged event the following: ¿ pseudotumor following a trunnionosis with an exafit stem, ¿ cobalt concentration: 3.4 ¿g/l. The per does not contain further information that would affect the results of this investigation. -x-rays: an undated ap x-ray of the pelvis was received for investigation. The x-ray copy is of suboptimal quality and with no other x-ray to compare it an assessment of potential changes to the bone is not possible. Nothing obvious can be observed on the x-ray which presumably shows the received components combined with an exafit stem. The x-ray was used to measure the inclination angle which is approximately 30°. The ante- or retroversion is estimated with x-ray templates to be between 20 - 25°. The applicable surgical technique states that it must have an inclination of 40 to 45° and be anteverted by 10 to 15° [1]. -no surgical reports were received for investigation. Investigation results: -visual examination. The fitmore® shell exhibits slight damages such as drill marks, indents and slight scratches. The bottom of the shell is also slightly polished. The anchoring side is slightly polished in some areas and exhibits some bone attachments. The articulation side of the metasul® standard insert shows damage in form of slight scratches and an additional hole from the removal. The rim of the insert exhibits delamination in one area correlating with some removal damage visible on the lateral area of the rim. The observed delamination is shown most likely due to the combination of embrittlement and the force applied during removal. In some areas of the rim the manufacturing pattern is still visible and in other areas the rim seems to be polished. The articulation surface of the insert is inconspicuous. The machining marks are still visible on the anchoring side with some slight scratches which most likely occurred during the surgery. Slight imprints of the shell¿s screw holes can also be observed. The indentations from the fixation spikes on the shell which indicate a proper fixation of the insert in the shell are visible. In addition the pole pin is damaged in form of straight cuts. The articulation surface of the metasul® head is inconspicuous. A partial borderline between the loaded and the unloaded area is visible to the naked eye. The head taper exhibits surface changes due to fretting corrosion. The articulation surface was further inspected under the microscope (nikon epiphot eq-ID 151662) at 200-times magnification with differential interference contrast. In the loaded area undirected scratches are visible in different density. In the unloaded area the original surface state with the slightly protruding carbides is still recognizable. -wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. For the metasul® pairing the total linear wear value is approximately 16.7 ¿m resulting in a yearly wear rate of approximately 1.3 ¿m for the head and approximately 6.4 ¿m resulting in a yearly wear rate of approximately 0.5 ¿m for the insert. In the literature for a metasul®-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was reported. Retrievals explanted after two and more years in vivo had an average wear rate of 6.2 ¿m / year per pairing [2]. Conclusion: according to the available information the received components were revised after approximately 13 years in vivo due to pseudotumor following a trunnionosis with an exafit stem and reported cobalt concentration of 3.4 ¿g/l. It is unknown if this concentration was measured in blood or serum. Scenihr¿s opinion on the safety of metal-on-metal joint replacements states that several authors have tried to define cut-off levels for well-functioning versus poor-functioning prostheses [3]. Due to the large range of levels in each of the two groups reported in all investigations, a significantly large overlap can be recognized, although the average values for ¿good-functioning¿ implant are included in a limited range (1.5-3.5 ¿g/l). In this case the reported cobalt concentration is within this range. The appearance of the articulation surfaces are inconspicuous and the measured wear values for the metasul® pairing can be considered low compared to previously reported values [1]. On the head taper surface changes in form of corrosion and/or fretting were observed. The reason for these surface changes remains unknown. In conclusion it can only be assumed that the pseudotumor could possibly be related to the surface changes seen on the head taper. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4). (B)(4).

Event description:
It was reported that the patient was implanted a metasul, head, m,28/0, taper 8/10 in 2003 on the right side (based on x-rays). (As the exact date of implantation is unknown, the last day of the year was taken as implantation date.) The patient underwent a revision surgery in (B)(6) 2016 due to pseudo tumor following a trunnionosis with an exafit stem and co concentration of 3.4 ¿g/l. (As the exact date of the revision is unknown, the last day of the month was taken as revision date.)